Event description:
During the firing the stapler only fired part was than came up with a message saying "tissue too thick for staple blade may be exposed". Stapler was removed and the blade was exposed. Cartridge removed and md used a 30mm stapler which also failed since he believed it was crossing a prior staple line. FDA safety report ID# (B)(4).